Manufacturer narrative:
Hardware low-level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that their insulin pump had hardware low level failure alarm and also showing a blue shield with question mark at the moment. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer was performed self test and hardware low level failure alarm was occurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.